Manufacturer narrative:
DHR - no abnormal records related to defects. No samples and/or pictures were received from the customer, the defect type cannot be identified. Unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that the tubing of the bd intima ii¿ IV catheter was cracked, and created a leakage. There was no report of injury or medical intervention.